Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had a gas leak issue. They installed two helium tanks but the problem still persisted. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) evaluated the unit and found the leak issue, but was unable to resolve the leak issue with the parts brought on-site. Unit was shipped back to getinge for further troubleshooting. In-house repair found the leakage located on helium reservoir assembly and quick connection fitting both parts were replaced. Helium leak check passed (less than 20 psi drop in 5 mins). All functional and safety test performed. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part with a reported unit failure of helium leaking. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed there was a rapid helium leak from this part. No root cause can be identified. Retaining the part in the failure analysis and testing department per procedure. The most probable root cause for the reported is component reliability or fatigue.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site mail), g3, g6, h2, h11. Corrected fields: h6 (investigation findings and investigation conclusions).

Event description:
N/a.